Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: a review of the pump¿s black box data could not be conducted due to the pump¿s intermittent power condition. The battery compartment was observed to be cracked, with evidence of moisture inside. The battery cap was unable to fully secure onto the pump, and the battery cap threads were damaged. Due to moisture contamination and a cracked battery compartment, the pump powered on intermittently with a reoccurring replace battery alarm (eaw 128). The leak test failed due to a battery compartment crack. The pump was opened and no evidence of moisture or loose components found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked and the battery cap had never been replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.